Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
It was reported that the hearing performance with the device is affected.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However as the device was received totally damaged after silicone overmold an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user_s hearing performance with the device was affected. The user has been reimplanted with a new device on (B)(6)2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the hearing performance with the device is affected. Further medical intervention is considered. No date has been scheduled yet.